Event description:
A report was received that the patient was experiencing pain and discomfort at the pocket site due to the ipg being flipped. The patient underwent a pocket revision wherein the physician moved the ipg deeper. The patient was doing well post-operatively.